Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient faced infusion set insulin flow blocked event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.